Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on an unknown date wherein the patient was switched to a competitor's system and it is unknown if the leads were explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04797. It was reported that the patient is experiencing loss of stimulation due to high impedances on contacts 1, and 9-16. As a result, the patient may undergo surgical intervention later.